Event description:
Same case as 2134265-2008-00697. It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The lesion was pre-dilated with a maverick2 2.5x15mm balloon. The physician implanted a taxus express2 2.5x20mm drug eluting stent to the 90% stenosed lesion located in the calcified, moderately tortuous, mid left anterior descending (lad) artery. Post implantation a dissection was confirmed at the proximal end of the stent. The physician then attempted to place a taxus express2 3.0x20mm drug eluting stent overlapping the previously placed stent, but was unable to overlap them, so the taxus 3.0x20mm stent was then placed with a gap between it and the 2.5x20mm stent. The physician then attempted to place a taxus express2 2.5x12mm stent to the gap, but couldn't cross the previously placed stent and a dissection occurred again proximal to the 2.5x20mm stent. A taxus express2 3.0x28mm stent was then implanted to treat the dissection. The physician then successfully implanted a 2.5x12mm taxus stent to the gap between the 3.0x20mm and 2.5x20mm stents. No additional patient complications were reported. Patient status post procedure is noted as good.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.